Event description:
It was reported that during a coronary stenting treatment procedure, deployment issues and stent damage occurred. The 90% stenotic lesion was located in the severely calcified proximal circumflex artery. The physician predilated the lesion with a 2.0x20mm, 2.5x20mm and 3.0x20mm maverick balloons at a high pressure due to the hard and complex lesion. The physician then advanced a 2.75x38mm promus element stent to the lesion and during inflation the balloon made a "dog-boned" effect; the balloon grew only outside stent. The physician made several unsuccessful attempts to inflate the balloon and observed that the stent "suffers a shortening". The procedure was completed with placement of another stent above the 2.75x38mm stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).